Event description:
It was reported that the patient with a pacemaker experienced syncope and was admitted into the hospital. At the facility, they observed suspected loss of capture which included pauses of greater than 6 seconds. It was suspected that the device had gone into safety mode and there was an error code fc 1010. Boston scientific technical services discussed that the stored therapy history appeared to be myopotential oversensing and believed the therapy history was corrupted. Boston scientific technical services suggested additional troubleshooting for the competitor right ventricular (rv) lead for noise events. The plan is to replace this device soon. No additional adverse patient effects were reported. This device and competitor rv lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).